Event description:
It was reported the patient had a constant sensation of cycling. It was noted the patient met with a manufacturing representative two days ago who confirmed that the cycling feature was off. The reporter stated that prior to this the stimulation was a steady tingling sensation. The reporter further stated the stimulation would drop a level and come back about 0.75 seconds later. It was noted the patient initially did not have this sensation. It was further noted the patient had two active programs in one group. The reporter stated they adjusted the rate and pulse width and that did not reduce what they were experienced. The reporter further stated the sensation was not based on positional changes. It was noted that no diagnostics had been done. Additional information was requested, but was not available as of the date of this report. Refer to manufacturer report # 3004209178-2014-08598.

Manufacturer narrative:
Concomitant: product ID 39565-65, serial# (B)(4), implanted: 2011-(B)(6), product type lead. Product ID 37752, serial# (B)(4), product type recharger. Product ID 37743, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
Additional information received reported that the patient recently noticed that the stimulation stopped all by itself and could be restarted if he twitched his back or pushed on the generator through the skin. It was noted that the manufacturing representative checked the impedances, but could not find a discrepancy. Additional information received reported that the impedances were checked twice- once when the patient was palpating the device and once without. It was noted that the measurements were virtually identical. It was noted that the patient did not want an explant. No further interventions were planned.